Event description:
It was reported that the pump exhibited a check syringe flange sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger case was cracked by the top screws and the battery door was cracked. A review of the event history log identified invalid syringe size in history. During the function testing invalid syringe size was found during the syringe test. The syringe size pot broken off and the entire barrel guide was also broken. The root cause of the problem was a result of the customer's impact to the device. Replaced size pot, barrel clamp rod, and barrel guide. Perform preventative maintenance and all functional test passed.